Event description:
It was reported that the patient had trouble using their legs. They had a loss of leg function of unknown origin. Actions required as a result of the event was hospitalization. There was no alleged product issue. They wanted to verify if an MRI was conditionally safe, but it was unknown if an MRI was performed. No alleging or knowledge of the issue being due to the implant or products. The patient symptom or complication associated with the event was a loss of reflexes in lower extremities at the legs. It was later reported that there was going to be an MRI, which was related to the device. There was a loss of therapeutic effect. The left implantable neurostimulator (ins) was not working. The patient was no longer getting pain relief on the left side as of early monday morning. It was confirmed that this was why the patient was having an MRI done. The device was put into MRI mode and it was confirmed that simulation was off. The MRI was due to back pain and the patient was having a lower lumbar MRI. The manufacturer representative spoke with the patient. The patient was explanted the week prior, unknown what the exact date was. They were in rehab and physical therapy to regain loss of leg function at the time of the report. The MRI was believed to be device related. All was well for several days post-operative but then there was a sudden loss of leg function. The patient was alive, alert, and receiving in-house physical therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754 serial# (B)(4), product type: recharger. (B)(4).